Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
It was reported that during transseptal puncture, the physician perforated through the heart wall with the brk needle; no epicardial effusion was noted. No further consequences were noted.